Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.

Event description:
PICC clotted. Didn¿t clot at scheduled fluid time change. ¿x21 days acyclovir treatment due to hsv 2 treatment. PICC from 12/31 ¿ 1/9 (this PICC line), 1/9-1/20 PICC line remain until no longer needed.¿

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. Evaluation summary: a review of the DHR and inspection records was conducted, and no similar concerns were found. Visual inspection of the sample found no damage to the catheter hub or tubing. Functional testing was attempted using a water filled syringe and failed. An occlusion was confirmed. The analyst cut the tubing just underneath the strain relief. A second flush was attempted and failed. Therefore, the occlusion was most likely in the luer/hub of the device. A definite root cause for the occlusion could not be established with confidence. Possible causes for the occlusion could be related to flash from the assembly process, or possibly particulate introduced into the device while in the user environment. There have been no other complaints regarding this issue with this part number or lot number, therefore, this complaint was most likely an isolated event. Since this was most likely an isolated event, no corrective action will be taken at this time. However, argon will continue to monitor for issues of this nature in the future.